Event description:
Foley was found to have broken near connection to the tubing. Urine was leaking out of the foley. It was removed normally and replaced. Pt tolerated procedure well. No harm to patient. The only numbers listed are: (B)(4).